Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6" the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the tip of the screw is broken and contains debris. An analysis of the customer provided image found a screw with debris and a broken tip. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. ¿a review of the material found that the storage protocols, material specifications, and material tests were appropriately documented. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use instruments inside patient in an acl reconstruction surgery, the screw of the biosure broke when screw-in. All the broken pieces were removed with tweezers and suction. The procedure was completed with a s+n back-up device. No significant delay was reported, and no further complications were reported.